Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect). The defect was multifenestrated, aneurysmal and had a deficient aortic rim. The next day it was noted that the superior edge of the left disc had prolapsed through the defect and a large shunt was present. The device was removed in a transcatheter procedure and a competitor device was implanted. The occluder was discarded but images will be available. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paper work has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.